Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. A sample was not returned for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the irrigation did not flow while using the irrigation and aspiration (I/a) tip during a procedure. The procedure was performed and completed after replacing the product with another one. There was no harm to the patient. The sample is not available because it was discarded. No additional information is expected. This is one of two reports from the surgeon.